Event description:
It was reported that after inserting the intra-aortic balloon (iab), the fiber optic pressure was not displayed and console generated a fiber optic sensor failure alarm. There was no issue found on the console. They suspected a disconnection of the fiber optic sensor on the iab side. A new iab was inserted and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Event site postal code: (B)(6). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a